Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The event history log review was completed and revealed the user programmed and ran an infusion with a volume to be infused (vtbi) of 1000ml and rate of 999ml/hr. The user confirmed flow in tubing one minute later. The pump indicates the alternating current (ac) cord was unplugged and plugged back in at this time. The user stopped the infusion at 21minutes later and resumed flow sixteen minutes after that. The infusion was complete approximately 30 minutes later. The reported issue could not be reproduced during the device evaluation. Evaluation observed no issues upon performing flow accuracy tests, the device delivered within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was determined to meet all product specifications related to the reported under infusion. No correction needed. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted. The customer reported "the tubing was clamped on top, and the machine showed that it was running." It is possible the tubing was partially occluded, but not to the extent that an "upstream occlusion" alarm would go off (there were no "upstream occlusion" alarms evident in the event history log during the infusions at 999ml/hr with vtbi 1000ml). The partial occlusion may have potentially prevented the pump from effectively drawing fluid from the bag. The reported problem was not assessed for during evaluation. The device underwent release testing prior to shipment to ensure the device is in full-working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred on a spectrum iq infusion pump during patient treatment for blood pressure. The pump was set up with a primary bag of normal saline at 999 ml/hr for a volume to be infused of 1000ml. No drops were noted in the drip chamber of the set. It was reported that upon returning to bedside approximately 30-45 minutes later, it was observed that the pump was not running. The tubing was clamped on top, and the machine display indicated that the device was pumping at 999ml/hr, however, no fluid was being infused and the patient's blood pressure was not ¿increasing¿. The pump displayed a total volume delivered to be 1200ml, however no medication was dispensed. There was subsequent need of vasopressors and the pump was replaced. No additional information is available. .